Event description:
It was reported that during a lobectomy procedure, only one side of the staples formed. The straight side of the staples hit the pulmonary artery and extended the case by 1 1/2 hours. The case was completed by hand suturing. The pt had a lot of bleeding, but no transfusion was necessary.